Event description:
It was initially reported that the pump was moved from the patient's right side to left side as he was having some erosion issues on the right. Caller stated patient had not had any withdrawal issues. Drug delivered via the device was lioresal. It was later added that there was a small area that looked like a blister or a pimple. It had been there for several years and they had just been monitoring it. The area ended up opening up. The battery life of the pump was almost at the time of elective replacement indicator/eri, so they replaced the pump and had moved it to the opposite side (please refer to MFR report # 3004209178-2012-02901 for events related to the new pump).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, lot # j0039907r, implanted: (B)(6) 2000, explanted: unk; catheter model: 8596sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.